Event description:
Customer reported that the sensors do not adhere to his body due to sweating. He also stated that he received frequent low blood glucose alerts, which persist after treatment. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.